Manufacturer narrative:
The legal manufacturer acumed, llc has the complaint investigation responsibility and notification has been sent to the manufacturer. A follow-up and final report will be filed by acumed, llc with the evaluation results and/or investigation findings. Device hasn't been returned.

Event description:
The user facility reported that during use of the 2.0mm locking drill guide 4mm-32mm in an acumed trauma procedure, the drill guide tip broke off. As reported, the breakage occurred during drilling of the 2mm distal holes. The broken portion was safely retrieved with very little effect on surgery time. The procedure was completed as planned with no patient injury and only 2-minutes delay. This report is filed on the basis of potential for patient injury with recurrence.